Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a noisy nav-ring. No patient or user harm was reported.

Manufacturer narrative:
MFR received date: 30 sep 2019. Attempts were made to obtain additional information regarding the touchscreen and repair of this device. The customer did not respond to these attempts. This complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.